Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? It is unclear now how the stapler was removed what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All of the above methods were tried. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Yes there were malformed staples. How was the bleeding controlled? Typical surgical techniques. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay) patient was eventually discharged home. What was the surgical procedure being performed? Distal pancreatectomy to include splenectomy and pancreatic pseudocyst and alcohol neurolysis of the celiac plexus. What anatomical structure was the device being fired on at time of event? Pancreas. Did the device completely cut and staple? No. What is the current patient status? Followed up outpatient and is doing ok.

Event description:
It was reported that during an unknown procedure the stapler would fire but would not release. The procedure was completed successfully by the surgeon manually removing the stapler from the tissue. The patient had more blood loss from the tissue.

Manufacturer narrative:
(B)(4). Batch # n56a09. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.